Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a rash. During a follow up the patient reported that his doctor advised him of some over the counter medication for the irritation. The patient reported trying the medication and that they provided temporary relief but the rash was still present. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.